Event description:
It was reported that a remote monitoring transmission was received due to pacing spikes on the t-waves observed during telemetry. The remote monitoring transmission did not contain any pacing spikes on the t-waves. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) lead implanted: 2014 (B)(6). (B)(4).